Event description:
Reportedly, during the attempt to cross a calcified cto lesion at sfa with the guidewire. Physician noticed that the guidewire was caught in the vessel and was broken apart. Separated distal portion was left in the anatomy, so that a stent was deployed to embed the separated portion to the vessel wall.

Manufacturer narrative:
Investigation of returned guidewire revealed that the coil was stretched gradually and slightly at distal section, and the tip end approx 5mm is mildly deformed and bent. Observation by scanning electron microscope revealed the trace of tip brazing at the distal end of the core wire, showing that the core wire was intact without separation up to the tip end, while the coil distal end approx 0.5mm including the tip end brazing was broken off. Lot history review revealed no anomaly relating to the reported event. It is presumed that the rotational and withdrawal manipulation might be applied to the guidewire that was stuck in the target lesion, so that the distal end of guidewire might be deformed and coil stretched, finally coil wire was broken off by the accumulated force that exceeded the product design limit. Warning section of IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of assistance under fluoroscopy and take appropriate remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. ... When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Separation or breakage of the guide wire, as possible complications and adverse event.